Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified in review of the computer's error logs. It was determined that the interconnect cable and the system interface circuit board were the cause of the communication's failures and were replaced. It was further determined that the high voltage supply was the cause of the low ma errors. Filament calibration was performed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had low ma errors and communications errors. Although, there was a patient involvement, there was no adverse patient involvement reported. There was no patient information reported.